Manufacturer narrative:
The customer indicated that the device was discarded. A representative device from the same lot is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a disconnection. The patient was admitted to the emergency department with a diagnosis of atrial fibrillation and chest pain and was undergoing a CT scan of the chest in the radiology department. The male adapter of an unspecified power injector tubing set was connected to the clave port of the tubing set. The secure lock male adapter of the tubing set was connected to the patent's protective plus 20 gauge IV catheter. The tubing set was being used to deliver an unspecified volume of isovue 370 contrast medium, at a rate of 2.8ml/sec and a pressure setting of 300psi, via a medrad power injector. It was reported that after the delivery of contrast, medium was started, the secure lock male adapter disconnected from the IV catheter. The tubing set was reconnected to the IV catheter; however, the access site was clotted and a new peripheral access site was started. The tubing set was replaced and the procedure resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.